Event description:
It was reported that, "loose femur, femur was revised to a ts. Poly was extracted. Surgeon mentioned unusual poly wear. Patient fell in 2009."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report. This is the same patient/event as MFR#: 9610726-2010-00470.